Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported patient was placed on impella cp for hemodynamic support. While on support, the automated impella controller (aic) experienced purge issues. Aic console changed and issue was resolved.